Event description:
It was reported that pump experienced malfunction alert with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, issue did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and no additional actions were reported.